Event description:
On (B)(6) 2021, senseonics was made aware of an incident where the user became unconscious due to hypoglycemia. The user got home at 4:30pm and received a low glucose alert of 73 mg/dl. Because the user must calibrate, she manually measured her glucose level in her finger and her blood glucose measured 129 mg/dl. The user had dinner and at 6:00pm she got another low glucose alert. Since she ate before, she thought she just had to wait, and her meter would stabilize. She laid down and fell asleep. When she woke up, she got a low glucose alert with 44 mg/dl and became unconscious. Her husband called an ambulance.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The customer admitted that she was provided low glucose alerts during hypoglycemic event. It is possible that there was some mismatch between blood glucose (bg) meter and sensor glucose values but investigation found that the system correctly indicated severe hypoglycemia as sensor glucose (sg) values stayed below 54 mg/dl for about 2 hours before the event. The low glucose alert in addition to low sensor glucose values predicting severe hypoglycemia mitigated any risk associated due to mismatch between bg and sg values.